Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extracapsular rupture, confirmed by mammography, deformation of the device and a lymph node infiltrated with silicone.

Event description:
Physician reported an extracapsular rupture, confirmed by mammography, deformation of the device and a lymph node infiltrated with silicone. Right side. Device to be explanted.